Event description:
It was reported that protector p50 filter came loose. The following information was provided by the initial reporter: hydrofobic filter came loose of the protector cap. When did the incident occur? Before use hydrofobic filter came loose of the protector cap when air was pushed into the balloon.

Manufacturer narrative:
H6: investigation summary: one sample was provided to our quality team for investigation. After visual inspection, the filter cover was observed to be incorrectly welded, one filter cover was identified to be joined over another. A device history review was performed for reported lot 2006138, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device, including verification the filter is properly placed and welded, automatically rejecting any defective product identified. All records were reviewed for the reported lot and results were found to be acceptable, no issues related to this incident were found. The detection system was challenged by placing the sample in the equipment and in all cases, the sample was properly discarded by the detection system. It is possible a blockage in the assembly machine lead to both filters being welded to the expansion bladder improperly, however, no maintenance order or other non-conformances were identified during manufacturing. Based on the available information we are not able to determine a definitive root cause at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that protector p50 filter came loose. The following information was provided by the initial reporter: hydrofobic filter came loose of the protector cap. When did the incident occur? Before use hydrofobic filter came loose of the protector cap when air was pushed into the balloon.